Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Additional information received indicated that the patient was transferred to the ccu. The patient was discharged home with home health services on pod #9 in improved condition.

Manufacturer narrative:
Additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Please reference MFR report #2015691-2020-12404 for the report submitted on the patient's aortic valve.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral pericardial valve underwent a valve-in-valve procedure after an implant duration of five (5) years, 10 months due to mitral stenosis and mitral regurgitation. Initially, the procedure was aborted due to a 4-5mm thrombus floating in the left atrium. No edwards devices were used yet at the time. The re-scheduled tmvr procedure was performed with a 29mm 9600tfx transcatheter valve. A tavr was also performed during the same surgery. The case was successful with no complications.